Event description:
As reported, approximately 2 years, 5 months post implant of a 20 mm sapien 3 valve in the pulmonic position, the patient experienced exercise intolerance because the valve prematurely failed due to stenosis. A valve in valve procedure was done. The baseline peak/mean gradient upon valve deployment (at implant) was 80 mmhg. The current peak/mean gradient was 0 mmhg. The patient was reported as recovered. Valve area measurements was 8.17 cm2.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery returned, therefore no imagery evaluation was performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for postimplantation stenosis was unable to be confirmed therefore a lot history and complaint history review is not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. The IFU for commander delivery system with s3/s3u, us was reviewed. No IFU/training deficiencies were identified. The device under investigation was a transcatheter heart valve implanted in pulmonic valve replacement. This is not an indicated use of the device at the time of implantation. No further action is required at this time. The complaint for post implantation stenosis was unable to be confirmed due to unavailability of medical record/pertinent imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in pulmonic position within a preexisting conduit, which was not an indicated use of the sapien 3 (s3) thv with the commander delivery system (ds) at time of implant in us region; therefore, this was off-label operation. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, approximately 2 years, 5 months post implant of a 20mm sapien 3 valve in the pulmonic position, the valve prematurely failed due to stenosis and a valve in valve procedure was done. Per additional information, patient experienced exercise intolerance. The baseline peak/mean gradient upon valve deployment (at implant) was 80mmhg. The current peak/mean gradient was 0mmhg and valve area measurements were 8.17cm2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (outofround configuration), trauma (cardiapulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. It may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.